Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. This MDR is late. A review of repair requests found mdrs that were not submitted due to an issue with our interface between our repair system and our complaint system. A CAPA was opened to address the issue to prevent reoccurrence.

Event description:
While using a g139, there was no water flow and the handpiece was getting hot; no injury resulted.